Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon interrogation, it was discovered that the implantable cardioverter defibrillator was under sensing in the right atrium. The patient presented in clinic on 7/28/17 for a device download. The patient was stable at the time of device download.